Manufacturer narrative:
The drill is missing a portion of the tip. The broken piece was not returned. The tip is broken at 10mm from the root of the fluting. The fracture appearance is ductile. No defect was found at the level of the breakage. This kind of failure is consistent with an over-torque of the instrument during use. With the available information the origin of the over-load has not been determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). The rail cutter has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this rep ort. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that while using the rail cutter, the surgeon noticed that, upon removal of the drill, the tip of the drill had broken off. The rail cutter guide and the three temporary fixation pins were removed and the fragment of the drill bit was located and removed using a pair of long toothed forceps. The surgeon was able to continue the operation and felt there had been no adverse affect on the procedure or the patient as a result of this incident. No patient complications were reported.